Event description:
It was reported patient was experiencing discomfort at the ipg site. As such surgical intervention took place on (B)(6) 2023 where the ipg was moved to another location thereby addressing the issue.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information (weight) further information was requested but not received. Further information was requested but not received.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.